Event description:
It was reported that during the procedure, the guidewire (subject device) was being used to bring the balloon catheter to the lesion and the guidewire had broken on its proximal section. The physician removed the balloon catheter and guidewire fractured portion and replaced with a new guidewire and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter and torque device used with the guidewire were not returned. Analysis of the returned device revealed that the guidewire was returned in two fragments. The guidewire proximal fragment was approximately 289.5cm long and the guidewire distal section was approximately 9.4cm long. The guidewire nitinol, core wire and pt. Coil were separated. The guidewire was bent on proximal nitinol section. The guidewire was bent at approximately 2.0cm from its distal end. The ptfe (polytetrafluoroethylene) coating was as peeled off on several places along its approximately 135.0cm section from the proximal end. The coating was scraped on the guidewire potentially due to the torque device collet or the introducer sheath. The guidewire appeared to be separated due to excessive torque and manipulation. Functional testing could not be performed due to the damaged condition of the returned guidewire. Information available indicated that the device was confirmed to be in good condition prior to use,no difficulty, and/or friction was encountered or force was used during the usage of the device, continuous flush was maintained, patient's anatomy was normal, the guidewire moved freely within the microcatheter during the procedure and torque device was used and the guidewire was torqued three times. It was mentioned that the proximal section of the guidewire broke and the device was separated in the hemostatic valve when the gateway balloon guide catheter was used in the procedure. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the guidewire contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the guidewire (subject device) was being used to bring the balloon catheter to the lesion and the guidewire had broken on its proximal section. The physician removed the balloon catheter and guidewire fractured portion and replaced with a new guidewire and continued the procedure without clinical consequences to the patient.